Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a suction pump, part ID: 2208011, serial # (B)(6). According to the initial reporter, during a preventive maintenance check, the suction pump has a low suction. The reported issue has no patient involvement and did not occurred during a procedure. There is no report of injury to any other personnel. However, rwmic opted to submit a report in accordance with the FDA guidance document medical device reporting for manufacturers, which requires an MDR as previous mdrs with similar issue were reported as a serious injury. This matter was considered as a reportable malfunction.

Manufacturer narrative:
New information: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), and h10. The suction pump, part ID: 2208011, serial # (B)(6), was actually tested at the user facility and the results showed no functional impairments. There was no malfunction found on the reported device. Rwmic, during a video call with the customer on (B)(6) 2024, it was discovered that the meter the customer was using for measuring vacuum level was providing erroneous readings. Once the customer used a second, calibrated meter the unit demonstrated that it was meeting all vacuum specifications per the IFU.